Event description:
It was reported the patient experienced a shocking sensation and pain in the buttocks and genital area. The shocking was increasing in both frequency and intensity. Decreasing stimulation resulted in retention. The patient¿s stimulator used to feel round, but now felt flat. There were no known accidents or incidents associated with the issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v804450, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the battery was getting low and she needed to have it replaced. No further complications were reported.